Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, could not identified the foreign material and could not conclusively specify the root cause of the foreign material remained in the device. It was unknown whether the user conducted reprocessing in accordance with instructions for use (IFU) or not. A root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the uretero-reno-fiberscope exhibited dirt on objective lens. There was no patient involvement.